Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The investigation of the returned guide rod has shown that the part beneath the hex nut is indeed broken off. We do suppose that far too much mechanical force (overtightening of the hex part) has been applied and resulted in the breakage of the leaver. The instrument was analyzed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified.

Event description:
Guide rod is broken. When surgeon tightened guide rod the underneath the hex nut broke. Guide rod unable to be tightened. Surgeon noted break and item removed from the sterile field. This is 1 of 1 report for event #(B)(4).